Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4). Note: manufacturer contacted customer several times in follow-up calls in order to ensure the customer's condition since the initial call; customer's condition worsened. Yes, customer is in the hospital for hyperglycemia since (B)(6) 2017. Customer was treated with insulin and now he is an insulin dependent. Customer was released from the hospital on (B)(6) 2017. Customer's condition improved.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer is concerned with meter error and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak, tired and hungrier than usual. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the bathroom. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 329mg/dl using true track meter. The test strip lot manufacturer's expiration date is 2/24/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is feeling physically ill, weak and tired, hungrier than usual, states he feels a little slow.